Event description:
The pt called on (B)(6). To report that two days after she was administered nitrous oxide, that she developed redness and blistering to her mouth and oropharynx. Pt was treated at her doctor's office for this condition. Pt was told by her doctor that the nitrous oxide likely caused the injury. Device manufacturer is no longer in business, therefore there is no ability to send to the manufacturer for evaluation and testing.